Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) has not been recovered from the field. Monitor sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing of the monitor. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date and usage of device: monitor: 04/08/2015 - reuse, electrode belt: 03/30/2015 - initial use.

Event description:
A us distributor contacted zoll to report that a patient passed away. The patient's wife reported that the patient was conscious and responsive when the event began. The paramedics were contacted and the patient later became unresponsive. The lifevest was reportedly removed by paramedics to perform CPR. Review of the event indicates that the patient experienced asystole, which is considered a non-life sustaining, non-treatable rhythm. The downloaded data reveals that CPR artifact contributed to a false detection in which the patient received one shock. The patient passed away (B)(6) 2015.